Event description:
It was reported that the patient's device had reached its end of life (eol) prematurely. The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Event description:
It was reported that the patient's device had reached its end of life (eol) prematurely. The device was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Corrected adverse event. Evaluation summary: (B)(4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the patient's device had reached its end of life (eol) prematurely. The device was explanted and replaced. There were no further patient complications reported as a result of this event.